Manufacturer narrative:
The pump was received with no back light due to faulty el panel. The pump was unable to prime during the prime test due to loose and or protruded drive support disk. The basic occlusion, occlusion and excessive no delivery test were unable to be conducted due to prime fill anomaly. The pump passed self-test, unexpected restart test and all operating currents were within the specifications. There was no unexpected low battery or off no power alarm noted. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the customer had issues with their back light not working on their pump. It was reported that the pump would be replaced and returned for analysis. No further information provided.